Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) was presented with large pocket hematoma. A device pocket hematoma evacuation was performed. To date, the device remains in service. Additional information received indicated that the hematoma was related to the device implant. No additional adverse patient effects were reported.